Event description:
It was reported the patient experienced increased spasticity. A dye study was completed and they were unable to aspirate ¿ distal segment. The patient¿s catheter was replaced on (B)(6) 2013. The catheter was discarded. The patient status at the time of the report was ¿alive-no injury¿. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).